Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test.

Event description:
The customer reported multiple motor error and no delivery alarms. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.